Manufacturer narrative:
During this investigation, no defect could be found in the product sent in that could be linked to the incident described. The worn threads on the product's threaded inserts and the damaged threaded shaft of the torque screw are not being considered as causal and/or contributing factors in relation to the slippage reported by the customer. If the maintenance cycle (in this case exceeded by 2 years) prescribed in the product IFU is being observed, none of the wear and tear detected would have remained undetected or unresolved. After careful examination of the product, the incident description, and all related documentation, no causal connection can be established. The customer will be advised of the urgency of adhering to the maintenance cycle within the complaint correspondence. As no related deviations were found on the product in question that could cause or contribute to the reported incident, we suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The customer was asked to provide additional information on the reported incident. Any relevant findings will be presented in a follow-up report, if applicable.

Event description:
Distributor informed us on november 28 that one of our products was involved in a case in which the patient sustained skin lacerations.